Event description:
It was reported that the domino connector setscrews were not tightened well during implant. It was reported that this resulted in post-op rod slippage creating metal debris. Reportedly, the patient had a foreign body reaction to the metal debris and the patient underwent surgery to revise the hardware.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.